Event description:
A pt reported experiencing inaccurate low results with a otp meter. The pt's blood glucose results were 179 mg/dl vs. 401 lab. Tests were done within 21-30 minutes with a difference of 50%. Pt did not experience any adverese events. No further info has been reported.